Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported entrapment of device, detachment of device or device component and expulsion issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In 2025, a 28-year-old male patient underwent chronic catheter placement with a hickman trifusion central venous catheter. On (B)(6) 2026, upon assessment, it was reported that the insertion site was noted to be reddened, and the catheter appeared to be passing through a plastic tube. After removal of the securing stitch, the line slid out easily without the need for tissue dissection from the cuff, which would normally be expected for a tunneled catheter. This raised concern that a portion of the tunneler may have been left in place. The patient reported experiencing pain at the catheter site since the time of initial placement. The patient's current status is unknown.

Event description:
A 28-year-old male patient underwent chronic catheter placement with a hickman trifusion central venous catheter. The tunneled line was reportedly placed in 2025. Upon assessment, the insertion site was noted to be reddened, and the catheter appeared to be passing through a plastic tube. After removal of the securing stitch, the line slid out easily without the need for tissue dissection from the cuff, which would normally be expected for a tunneled catheter. This raised concern that a portion of the tunneler may have been left in place. The patient reported experiencing pain at the catheter site since the time of initial placement. The patient's current status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.